Event description:
It was reported that the gears were worn on the zimmer skin graft mesher and need to be replaced. Add'l clinical f/u with the hosp indicated that the facility reporting info is a cadaver tissue bank. There was no report of injury associated with the reported event.

Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device is 3 years old and was last returned to the MFR for repair on (B)(4) 2012. Investigation of the device determined roller and cutter gears were damaged. It was also observed that the bushing was out of the left side of the side plate, causing heavy damage to the side plate, roller and comb. Calibration of the unit could not be determined due to the damage to the gears. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.